Event description:
The patient was returning to the nursing unit. When the primary nurse went to check on the patient, the patient's bed was in a high position. When the nurse attempted to lower the bed, the bed would not lower. The bed was not functioning appropriately.